Event description:
It was reported that the patient's right ventricular (rv) lead appears to be fractured with insulation damage visualized after extraction. The rv lead reported a lead integrity alert (lia) with high short interval counts (sic), ventricular undersensing, and increased pacing lead impedances. The oversensing sic counts were related to noise. The lead was explanted and replaced. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. It was visually noted that the lead was received with non-severe explant damage to the overlay tubing and the outer insulation. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant: 5076-52 lead implanted 2004-(B)(6); d224trk ICD implanted 2011-(B)(6). (B)(4).